Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 21x1in had incorrect label information. This occurred on 3 occasions. The following information was provided by the initial reporter: needle's caliber doesn't correspond to the package.

Event description:
It was reported that needle precisionglide 21x1in had incorrect label information. This occurred on 3 occasions. The following information was provided by the initial reporter: needle's caliber doesn't correspond to the package.

Manufacturer narrative:
H6: investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. H3 other text : see h10.